Event description:
It was learned by 3m espe ((B)(4)) that a (B)(6) boy was having a cavity filled with 3m espe filtek z250 universal restorative, with 3m espe adper single bond 2 used as the dental adhesive. As the materials were being placed, the dentist noticed swelling of the child's throat and sent the pt with parent to an emergency room for treatment with an oral medication (further details on nature of medication administered were not made available to 3m espe). The boy was reported to have made a full recovery.

Manufacturer narrative:
Refer to MFR report number 3005174370-2012-00011 for filtek z250 universal restorative which was also used in this event. Both filtek z250 universal restorative and adper single bond 2 (also sold as adper single bond plus and scotchbond 1xt in other regions of the world) have a highly favorable clinical usage history and no other reports of anaphylaxis have been made to 3m espe in the over 5 years of history reviewed. In this same time frame, it is estimated that over 100 million clinical applications of filtek z250 and over 150 million clinical applications of adper single bond 2/adper single bond plus/scotchbond 1xt have been made. The 3m espe has also thoroughly reviewed the biocompatibility of both products using current national guidance documents and international standards on medical and dental device safety. In our assessment, which was conducted by a board-certified toxicologist, no potential for either product to cause an anaphylactic reaction was identified and the conclusion of the assessment was that both products are safe for their intended use.